Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: analysis and results: there are no previous complaints of this code batch. Manufactured and distributed (B)(4) units of this code batch, there are no units in stock. It has been identified that the thread with the ir spectroscopy test and the thread of the closed sample received is the correct one for this reference. The thread corresponds to the thread of the product (silk, braided, coated, non-absorbable). Final conclusion: although the thread of the sample received is the correct one for this reference, note is taken of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take action in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of compliant: switzerland. The customer has indicated the thread is not made of the correct silk material.